Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a tritanium acetabular cup in his left hip on (B)(6) 2012 and a period of time after implantation began experiencing discomfort. It is further alleged that he was revised on (B)(6) 2016 due to persistent pain and during the revision surgery, the cup was found to be subsided into the periacetabular bone and was grossly loose.